Event description:
Boston scientific received information that during a normal device change out, when attempting to connect this right ventricular (rv) lead to the new device pacing was lost. Patient was noted as being pacer dependent and was asystolic for an unknown duration of time. A boston scientific technical services (ts) was brought online to assist in troubleshooting. Ts recommend confirming the lead was fully inserted into the device and that both setscrews were tightened. The lead was inserted into the new device and connected successfully. There were no additional adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.